Event description:
In 2009, pt reported she has had elevated readings all morning. Pt reported a blood glucose reading of 380 mg/dl and she changed her infusion site and bolused 12 units of insulin. Pt stated her blood glucose then went to 400 mg/dl and she bolused another 10 units of insulin. Pt reported her blood glucose did not go down and she started to examine the infusion set. She stated she felt insulin on the infusion adapter and discovered the luer lock was cracked. Educated pt that over tightening at luer lock can cause the cracking. Advised she tighten but not to over tighten. Pt reported she had a competitor's infusion sets at work, and put one of those on. Pt stated it has a luer lock connection. Pt reported her blood glucose is coming down and her blood glucose is currently 270 mg/dl. Pt's normal blood glucose range is around 200 mg/dl or less. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On follow up at about one week later, pt stated her blood glucose returned to normal. Requested return of the suspect product.